Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory which confirmed that the guidewire lumen was no longer attached to the tip of the catheter. The catheter's deployment was unable to be functionally tested as it will not deploy without the connected central rod. With all available information boston scientific confirms the allegation that the central rod disconnected from the tip of the catheter; however, the guidewire lumen was found to be intact within the catheter and no part of the device fully detached within the patient. The central rod seemed to "disappear" because it falls back into the catheter's shaft. Additionally the noted pain was determined to be a known inherent risk of the farawave catheter. The instructions for use state: "potential adverse events associated with use of the farawave catheter includes, but are not limited to: chest pain". There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib), the catheter presented a guidewire lumen detachment and failure to deploy. The doctor used the device for three out of the four veins. On the fourth vein, the slider switch was deployed back by a tech all the way past the flower formation to the end of the slider, which was over deployed. A snap was heard, and then the device no longer would deflect back into the flower position. Also noticed that the guidewire lumen tip was not visible anymore inside the five splines. Was not able to locate the small guidewire lumen piece missing, a tech said they saw it had fallen on the floor but was unable to confirm. The catheter was replaced with another farawave. The procedure is reported as completed successfully. Following the procedure the patient complained of severe chest pain. The patient was given pain medication to reduce pain which seemed to work. It was further reported that the procedure was completed with the replacement catheter. The part detached was located after the procedure, not inside patient. During retraction, deployment state was full. Failure occurred close to the right superior pulmonary vein (rspv). A de novo atrial fibrillation procedure was being done. The catheter has been recieved for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib), the catheter presented a guidewire lumen detachment and failure to deploy. The doctor used the device for three out of the four veins. On the fourth vein, the slider switch was deployed back by a tech all the way past the flower formation to the end of the slider, which was over deployed. A snap was heard, and then the device no longer would deflect back into the flower position. Also noticed that the guidewire lumen tip was not visible anymore inside the five splines. Was not able to locate the small guidewire lumen piece missing, a tech said they saw it had fallen on the floor but was unable to confirm. The catheter was replaced with another farawave. The procedure is reported as completed successfully. Following the procedure the patient complained of severe chest pain. The patient was given pain medication to reduce pain which seemed to work.

Event description:
It was reported that a farawave catheter during procedure to treat an atrial fibrillation (a fib), the catheter presented a guidewire lumen detachment and failure to deploy. The doctor used the device for three out of the four veins. On the fourth vein, the slider switch was deployed back by a tech all the way past the flower formation to the end of the slider, which was over deployed. A snap was heard, and then the device no longer would deflect back into the flower position. Also noticed that the guidewire lumen tip was not visible anymore inside the five splines. Was not able to locate the small guidewire lumen piece missing, a tech said they saw it had fallen on the floor but was unable to confirm. The catheter was replaced with another farawave. The procedure is reported as completed successfully. Following the procedure the patient complained of severe chest pain. The patient was given pain medication to reduce pain which seemed to work. It was further reported that the procedure was completed with the replacement catheter. The part detached was located after the procedure, not inside patient. During retraction, deployment state was full. Failure occurred close to the right superior pulmonary vein (rspv). A de novo atrial fibrillation procedure was being done.